Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was learned the patient has a history of (B)(6). In addition, pathology reported the device was not received. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction. The patient has a known history of IV drug abuse.

Event description:
Through follow up with the healthcare provider it was learned that the 33mm mitral bioprosthetic valve implanted in the tricuspid position was explanted due to fungal endocarditis. It was learned that the patient recently underwent tooth extraction without antibiotics and later developed infection. Through follow up it was learned the patient has c. Albicans fungemia and fungal endocarditis. It was reported there was small vegetation on the atrial surface, but there was a large vegetation on the corresponding septal leaflets on the ventricular surface. The aneurysm was carefully debrided and all necrotic tissue was removed. The patient was transferred in stable condition to the intensive care unit.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve the device and additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 33mm bioprosthetic mitral valve implanted in the tricuspid position was explanted due to unknown reasons. The implant duration of the 33mm valve at the time of explant was one (1) years, seven (7) months, five (5) days. The explanted valve was replaced with a 31mm mitral bioprosthetic valve. No additional information was provided.